Event description:
It was reported that there was damage to the pump housing surrounding the usb port, rendering the pump no longer guaranteed watertight, though it did not affect the charging capability. There was no adverse impact to the customer's blood glucose level. The technical support team arranged to send a replacement pump, instructing the customer to return the damaged pump within 10 days. The customer was advised on putting the pump into storage mode, programming settings, and connecting their cgm to the new pump, and they acknowledged understanding these instructions. Customer will continue to use current pump.